Event description:
Information was received from a vns treating physician in (B)(6) that they had a patient whose condition worsened and they had a prophylactic replacement of their generator on (B)(6) 2012. The patient did have benefit from vns (80% less seizures), but started experiencing increasing seizures until reaching the pre-vns levels (3-4 seizures/week). A low battery was suspected, but interrogation and diagnostics showed neos = no. Diagnostics results (normal mode and system) were normal (dcdc = 2). The doctor suspect a faulty battery. The patient had no changes in medication. The doctor suspects that the increase in seizures was due to a loss of therapy. Since their generator replacement the patient has not been able to tolerate their vns stimulation set any higher than 0.25 ma. The patient's explanted generator was returned for analysis and it was not at end of battery life. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The patient diagnostics after their generator replacement surgery showed the patient had high lead impedance. Good faith attempts are underway to investigate the patient's high lead impedance.

Event description:
After further review of the file it was discovered that the diagnostics reporting high lead impedance were attained after the generator had been explanted from the patient, therefore is an expected event and not a device malfunction.

Manufacturer narrative:
Describe event or problem: reported in error no device malfunction suspected.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.